Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic resection of the left lung in a lobectomy procedure, at the first firing, the shell was taken out and the handle was set to use. The adapter was attached, both handle and adapter indicated green. The cartridge was attached, after the opening and closing was checked, the device was set on a blood vessel. The illuminated green button was pressed once, then it flashed, and the handle was idling and the device could not fire although the physician tried to fire. The physician exchanged the cartridge and tried again, but the problem was not solved. The procedure was completed with another device. The status of the patient was reported as no problem.